Manufacturer narrative:
Concomitant medical products: unknown screw catalog # unknown lot # unknown. Multiple MDR: 0001822565 - 2020 - 00700. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown tibial component catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation  has been completed, a follow-up MDR will be submitted.  Discarded

Event description:
It was reported that the patient underwent a kneee arthroplasty. Subsequently, the patient was revised due to alleged positioning error during the initial procedure. Articular surface prosthesis and screw was replaced. Attempt for further information has been made, but no further information has been provided.